Manufacturer narrative:
Findings: pump had reservoir tube lip completely broken off and test reservoir will not lock/click in place, cracked battery tube threads, cracked case at reservoir tube window corners and minor scratched display window. Pump passed the operating currents measurement, self test, a21 error test, prime/a33 and excessive no delivery tests. Unable to perform the displacement test, basic occlusion and occlusion test due to reservoir tube lip anomaly. (B)(4).

Event description:
Customer reported via phone call that insulin pump was damaged. Customer states that piece missing on top where reservoir lock into place. Customer¿s blood glucose was 252mg/dl at time of incident which was high. Customer advised to discontinue use of pump and revert to back up plan as per hcp¿s instructions. Insulin pump will be return for analysis.